Manufacturer narrative:
The reported unidentified blockage could not be confirmed during device testing; no failure related to the reported issue was identified. However, another device issue was found (code 25, 120,).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experiencing high blood glucose (bg) levels (403 mg/dl). An insulin injection was administered to address the high bg level. The customer thought there was a blockage and after troubleshooting found the blockage to be within the cartridge. The cartridge and infusion set were changed. However, the high bg continued. As the reported event had occurred in the past, tandem technical support was unable to troubleshoot to confirm the cause of the event. The customer indicated that insulin injections were available if needed to manage diabetes.